Event description:
The device was returned with a bulge on its backside under the label. The event occurred upon opening from the package. The results of the investigation found that the device's downstream occlusion (dso) sensor was nonreactive. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found. The dso sensor was replaced to fix the issue.